Manufacturer narrative:
No devices were made available for investigation.

Event description:
The pt was revised to perform additional decompression approximately two weeks after initial surgery. The allograft and one-level snowcap plate was removed to implant a two-level snowcap plate and peek implant as part of a full corpectomy.